Manufacturer narrative:
This device was returned to mmdg for evaluation. Mmdg was able to perform an investigation and confirm the complaint. The problem was communitcatd to the supplier where the cause of the complaint was determined to be process related. To remediate the issue, the supplier put a poke yoke fixture into place.

Event description:
The initial reporter stated that they found particles on the spike set. They also stated that the set had not been used on a patient at the time the particle was discovered. (B)(4).